Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported right side implant exchange with no complaint against the device. Patient later reported via MRI, right side rupture. Device remains implanted.